Manufacturer narrative:
The user facility submitted medwatch mw5107675 for this event. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) em2400 valve sets were observed to ¿bypass internally¿. This was further described as ¿port number two was observed to bypass internally when the machine was at rest and also during operation. Intralipid is on port number two. During operation, 2:1 tpn would have a slightly cloudy appearance when it should be crystal clear¿. As a result, the tpn (total parenteral nutrition) bags were discarded and the valve sets were replaced, and the issue was resolved. It was further reported that ¿if the machine sat at rest for more than 10 minutes, an estimated 0.5 ml to 2ml of lipid could be observed leaving the port and slowly accumulating inside the valve set tubing distal of port two¿. The issue was identified during the operation of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: one (1) actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed and no leakage was observed of port 2. Additional accuracy tests were within the acceptable limit. The reported condition was not verified. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.